Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: a review of the black box showed multiple loss of prime warnings with a low non-zero force. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no alarms or prime issues occurred. The pump passed force calibration testing.